Manufacturer narrative:
UDI information: (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was suspected of obstruction and was revised. The initial setting was unknown. However no improvement of hydrocephalus was confirmed. The shunt angiography was done but the contras media did not reach to the abdominal side. Therefore a revision surgery was performed. It was confirmed that the abdominal catheter was obstructed and unknown material that seemed like sand came out from the catheter when it was flushed.